Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator failed the electrical safety test. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator failed the electrical safety test. The customer reported that the ground resistance test was out of specification. The rse recommended testing or replacing the power cord. The customer then reported that the ground on top of the gas delivery system (gds) was just barely in specification. The rse informed the customer that the proximal and gas outlet ground wires were going to the bottom of the plate underneath the big caps. The rse instructed the customer to ensure that the contacts on the ground wires had better contacts, in order to get a better reading. The customer noted that the readings had improved. The customer was provided with the part number for a replacement power cord. The invest6igation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.